Event description:
It was reported that the pt's device turned on by itself and caused heart palpitations. The pt saw a cardiologist today for the event. Further info was requested.

Manufacturer narrative:
(B)(4).